Manufacturer narrative:
Sections with additional information as of 30-mar-2021: d8/d9/h3/h6: meter was returned for investigation. No defect found most likely underline root cause: mlc-012 product expired/ use/storage-use of expired prod.

Manufacturer narrative:
Corrected sections as of 30-mar-2021. H2: type of follow up changed from additional information yes to device evaluation yes h10: add to h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Add to h10: meter was returned for evaluation. No defect found test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-jan-2021 to ensure the patient condition improved - able to establish contact with customer and stated is no longer experiencing symptoms. Customer stated she has other health issues and her medical history status is very complicated and unusual. Customer did state that she had discovered she is not diabetic. Customer also stated that she had called the ambulance on (B)(6) 2021 as she had felt like she was going to pass out. When the paramedics had arrived and tested her blood glucose, the result obtained was 112 mg/dl non-fasting; customer was informed this was normal. Customer was not treated with any medication. Customer did not report any additional blood tests performed using the truemetrix go meter. Note: manufacturer contacted customer in a follow-up call on 1-feb-2021 to ensure the patient condition improved and initial concern is resolved - able to establish contact with customer and stated is no longer experiencing symptoms and the customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for error message (e-2). The product is stored according to specification (closet). Customer's test strips are expired, manufacturer's expiration date of 02/29/2020. The customer did not have another vial of test strips that had been stored and handled correctly. Customer had stated she was experiencing symptoms of ketoacidosis; exact symptoms were not disclosed. Customer stated she was going to seek medical intervention and go the ER. Customer's was contacted in a later time and stated she was at the ER and was awaiting blood work results. No further details were able to be obtained.